Event description:
At the two week f/u it was noted the pin in the distraction module was protruding. Md attempted unsuccessfully to reseat the pin. The component was replaced without surgery. There was no injury to the pt.